Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: analysis was performed on the returned device. The unspecified failure mode could not be replicated/ confirmed as the device was returned with the plunger and needles in the pre-deployed position. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for similarity could not be conducted as a specific failure mode was not provided. In the absence of a specific failure mode reported, a conclusive cause could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the suture of a first proglide device was successfully preplaced. Deployment of a second proglide device was attempted; however, the device did not deploy correctly. The suture of a third proglide device was successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the first and third pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.